Event description:
Doesn't work it was reported that the wand did not work to cauterize the vessels during an acl reconstruction procedure. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection was performed and the probe showed no exterior damage. The probe was attached to the vulcan generator for functional testing and all appropriate settings were displayed. The probe was submerged in saline solution and both cut and coagulation functioned as intended. The complaint was not verified and the root cause could not be determined with confidence since the device functioned as intended. Factors which could contribute to the probe not working includes: insufficient saline to promote functionality or a loose device connection to the generator. There were no indications during manufacturing record review to suggest that the device did not meet product specifications upon release into distribution.